Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an error message connecting and pairing the transmitter occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown date. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an error message connecting and pairing the transmitter is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.